Event description:
Customer reported via phone, the insulin pump had alarmed no delivery. Her blood glucose was at 450 mg/dl, treated with manual injections. Customer blood glucose was 150 mg/dl when the alarm occurred. Troubleshooting was performed and it was noted the insulin didn't exit, when manual prime was performed in the air. Customer stated insulin did exit when he pushed insulin through tubing using the plunger on the reservoir but there was a greater than normal resistance. Customer was advised to replace the reservoir and infusion set. Call back if issues persisted. He agreed to return the reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.